Event description:
It was further reported that the device worked a 'little' when the patient first got it, but it agitated his skin. The patient had inflammation and he could not sit due to the placement of the stimulator. The device was removed (B)(6) 2012.

Event description:
It was reported an implantable neurostimulator (ins) was planned to be removed in "a couple of weeks" due to irritation and burning.

Manufacturer narrative:
Product ID, 3998 lot# v704384 serial#, implanted: 2011 (B)(6), explanted: product type lead product ID, 37752 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37743 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID, 3708240 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type extension. (B)(4).